Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, high, out of range, pacing impedance was observed on the left ventricular lead. Attempts to reposition the lead resulted in the same measurements. Resistance was noted when a guide wire was inserted into the lead. The lead was exchanged and the procedure was completed. There were no adverse consequences from the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.